Event description:
It was reported that the patient was vomiting and had trouble breathing when she would lean forward. The patient also had trouble with breathing while lying down too. It was reported when the pump is pushed against the patient¿s diaphragm it would activate her gag reflex. The patient hadn¿t been able to sleep for the last ¿three to four¿ days as a result of this. The patient noticed the issue in the ¿last couple of days¿. It was reported the pump ¿broke loose a while ago;¿ however, specific details were not able to be given. It was noted the patient¿s pump had been empty for three years but it was ¿tricked to think it has medication so the pump doesn¿t alarm¿. It was noted the patient was in a wheel chair and was on oxygen which prevented her from traveling. It was reported no health care provider (hcp) in the area was willing to remove the pump for the patient. Hcp listings were declined by the patient due to them being too far away. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).